Event description:
The customer reported a retic (reticulocyte) result of 0.28 on a pt sample on (B)(6) 2009. The sample was repeated on a different lh 750 with a result of 6.66. The customer believes that the higher retic% was correct. The lh750 instrument gave erroneous low retic% with no suspect flags for a pt sample as compared to the rerun retic result. Manual retic count was not performed. Erroneous results were not reported outside the lab. There was no death, injury, or change to pt treatment.

Manufacturer narrative:
The sample was collected in a 5 ml bd edta vacutainer and analyzed 2 hours later. The unit is currently performing within qc specification. Controls are run three times a day (2 levels). Controls were run before and after the incident and recovered within range. Field service engineer (fse) replaced the retic and stain mix chambers, stain and clearing pumps, shear valves and completed instrument verification. Fse evaluated unit on-site. Root cause could not be determined. Raw data was analyzed and confirmed that the algorithm correctly estimated the retic% when the sample was tested on both instruments. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.